Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The aurora evacuator + coag 100mm (aec12f/100) was returned for evaluation. Device history record (DHR): the DHR review was completed, and no anomalies occurred during the manufacturing or packaging of the device that could be attributed to the complaint. Failure analysis - the complaint stated that ¿the evac with coag got clogged¿. As returned, the evacuator +coag had residue on the handle and vacuum barb fitting. There was also black/red debris in the wand window and on the whisk paddle indicating that build-up of tissue within the vacuum lumen had occurred during the procedure. As returned the debris in the lumen had dried, possibly resulting in a patent vacuum lumen. The returned unit shows tissue build up that could have resulted in diminished functionality during the case. The complaint also stated that the ¿bipolar did not work¿. As returned, there was no indication of excess build-up of material on either the bipolar electrodes or connector prongs. Additionally, the integrity of the bipolar system was verified with a continuity check from the bipolar connector prongs at the proximal end to the bipolar electrodes at the distal end of the evacuator +coag. As returned, there were no signs of defects to the bipolar system of the evacuator +coag. Root cause - no assignable root cause could be identified. Regarding the complaint statement that ¿the evac with coag got clogged¿ the return product showed debris in the lumen had dried, possibly resulting in a patent vacuum lumen. The returned unit shows tissue build up and that could have resulted in diminished functionally during the case. Regarding the complaint statement that the ¿bipolar did not work¿ the returned product showed no indication of excess build-up of material on either the bipolar electrodes or connector prongs. The integrity of the bipolar system was verified with a continuity check from the bipolar connector prongs at the proximal end to the bipolar electrodes at the distal end of the evacuator +coag. As returned, there were no signs of defects to the bipolar system of the evacuator +coag.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 3 reports linked to mfg report numbers: 3013505638-2024-00002. 3013505638-2024-00003. A facility reported an aurora evacuator (ID aec12f/100) was used on a ich (intracerebral hemorrhage) evacuation procedure when it clogged and the bipolar did not work. They had to open three scopes and switch to regular bipolars. The evacuator got clogged and the bipolar did not work. The event led to 30 minutes surgical delay, however, there was no adverse consequences due to the delay.